Manufacturer narrative:
No device and no images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical records review: the patient with a history of peptic ulcer disease presented to the ed with complaint of a one week history of left lower extremity swelling and pain, shortness of breath and dyspnea on exertion as well as left sided chest pain. Doppler imaging revealed extensive clot. The patient was subsequently diagnosed with left leg dvt of unknown etiology, microcytic hypochromic anemia, gi bleed, gastric ulcer, colon diverticulosis and mild renal insufficiency. A vena cava filter was indicated for dvt and contraindication of anticoagulants secondary to gi bleed. Two days later, ultrasound guidance was used to gain access into the left common femoral vein, guidewire followed by a pigtail catheter were placed. Venacavogram demonstrated the ivc, right femoral and iliac veins were widely patent. The catheter was exchanged for a delivery catheter and the filter was deployed. Post run venacavogram demonstrated the filter to be located directly below the renal veins. The delivery system was removed and direct pressure was applied. The patient tolerated the procedure well and was discharged home two days later. Approximately three years eleven months later, the patient expired at home. The autopsy report revealed pathologic diagnoses of a clinical history of paranoid schizophrenia, depression, and remote drug abuse; retroperitoneal hematoma due to perforation of inferior vena cava and remote abdominal aorta by arms of vena cava filter; right pulmonary adhesions; a large hiatal gastric hernia; arteriosclerotic and hypertensive cardiovascular disease, eccentric left ventricular hypertrophy with cardiomegaly and focally severe single vessel coronary artery atherosclerosis. The cause of death was listed as arteriosclerotic and hypertensive cardiovascular disease with contribution from the significant condition of a retroperitoneal hematoma due to perforation of inferior vena cava and abdominal aorta by arms of the vena cava filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records,were received and reviewed. Approximately three years eleven months post vena cava filter deployment for dvt and anticoagulant contraindication secondary to gastrointestinal bleed, the patient expired from arteriosclerotic and hypertensive disease. Records indicate the patient also had a retroperitoneal hematoma caused by a filter limb extending beyond the caval wall and perforating the abdominal aorta. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of peptic ulcer disease presented to the ed with complaint of a one week history of left lower extremity swelling and pain, shortness of breath and dyspnea on exertion as well as left sided chest pain. Doppler imaging revealed extensive clot. The patient was subsequently diagnosed with left leg dvt of unknown etiology, microcytic hypochromic anemia, gi bleed, gastric ulcer, colon diverticulosis and mild renal insufficiency. A vena cava filter was indicated for dvt and contraindication of anticoagulants secondary to gi bleed. Two days later, ultrasound guidance was used to gain access into the left common femoral vein, guidewire followed by a pigtail catheter were placed. Venacavogram demonstrated the ivc, right femoral and iliac veins were widely patent. The catheter was exchanged for a delivery catheter and the filter was deployed. Post run venacavogram demonstrated the filter to be located directly below the renal veins. The delivery system was removed and direct pressure was applied. The patient tolerated the procedure well and was discharged home two days later. Approximately three years eleven months later, the patient expired at home. The autopsy report revealed pathologic diagnoses of a clinical history of paranoid schizophrenia, depression, and remote drug abuse; retroperitoneal hematoma due to perforation of inferior vena cava and remote abdominal aorta by arms of vena cava filter; right pulmonary adhesions; a large hiatal gastric hernia; arteriosclerotic and hypertensive cardiovascular disease, eccentric left ventricular hypertrophy with cardiomegaly and focally severe single vessel coronary artery atherosclerosis. The cause of death was listed as arteriosclerotic and hypertensive cardiovascular disease with contribution from the significant condition of a retroperitoneal hematoma due to perforation of inferior vena cava and abdominal aorta by arms of the vena cava filter. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege the patient presented to the emergency department with complaint of left lower extremity swelling and pain, shortness of breath and dyspnea on exertion as well as left sided chest pain. Imaging demonstrated extensive clot. A vena cava was indicated for dvt and contraindication of anticoagulants secondary to gi bleed. The filter was implanted successfully below the renal veins. Approximately three years and eleven months after implantation, the patient expired. The autopsy report listed cause of death as arteriosclerotic and hypertensive cardiovascular disease with contribution from a retroperitoneal hematoma due to perforation of the inferior vena cava and abdominal aorta by arms of the vena cava filter. Based on the medical record review, limb perforation can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three years eleven months post vena cava filter deployment for dvt and anticoagulant contraindication secondary to gastrointestinal bleed, the patient expired from arteriosclerotic and hypertensive disease. Records indicate the patient also had a retroperitoneal hematoma caused by a filter limb extending beyond the caval wall and perforating the abdominal aorta. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of deep venous thrombosis with inability to anticoagulate secondary to gastrointestinal bleed had a vena cava filter deployed below the renal veins. Approximately one year four months post filter deployment, the patient was admitted as a trauma after being shot in the chest with a pellet gun 10-12 times. Chest x-ray and chest CT demonstrated metallic densities in the soft tissues of the lower left anterior chest wall. Approximately one year seven months post filter deployment, chest x-ray demonstrated three metallic densities over the left lower medial anterior chest. Approximately two years one month post filter deployment, chest x-ray demonstrated three foreign bodies projecting over the left chest wall. Approximately three years eleven months post filter deployment, the patient died at home of natural causes. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one year four months post filter deployment, the patient was shot 10-12 times with a pellet gun. Multiple chest x-ray's demonstrated three metallic densities in the soft tissues of the left chest wall. No metallic densities were identified within the lungs. Approximately three years and eleven months after implantation, the patient expired. The autopsy report listed cause of death as arteriosclerotic and hypertensive cardiovascular disease with contribution from a retroperitoneal hematoma due to perforation of the inferior vena cava and abdominal aorta by arms of the vena cava filter. Therefore, based on the medical records, the investigation can be confirmed for perforation of the ivc. However, the investigation for the alleged migration of the filter to the abdominal aorta can be unconfirmed as it perforated through the ivc into the abdominal aorta. In addition, the investigation is inconclusive for the alleged detached filter limbs as the chest x-rays only noted pellets in the left chest wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters perforation or other acute or chronic damage of the ivc wall note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three years eleven months post vena cava filter deployment for dvt and anticoagulant contraindication secondary to gastrointestinal bleed, the patient expired from arteriosclerotic and hypertensive disease. Records indicate the patient also had a retroperitoneal hematoma caused by a filter limb extending beyond the caval wall and perforating the abdominal aorta. No additional information was provided in the medical records received. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, detached, and had filter strut(s) extending beyond the confines of the ivc wall. It was further reported that no attempts were made to retrieve the filter and detached components from the patient. The patient experienced a retroperitoneal hematoma due to a filter limb extending beyond the caval wall. Subsequently, the patient expired.